Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has received the suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that an error 319 occurred during system startup. The site performed a power cycle and an emergency power off of the patient side cart, but the error persisted. Technical support review of the logs indicated that the distal setup joint on arm 4 was the first reporting node associated with the fault. Because the system remained in a hard fault condition and all four arms were required for the planned procedure, the surgeon elected to begin the case laparoscopically rather than exchange to another patient side cart. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to traditional laparoscopic surgery without placement of additional ports. The patient tolerated the conversion without injury, as the issue was identified prior to docking. The event resulted in a surgical delay of less than 30 minutes while troubleshooting was performed, and alternative robotic options were assessed.